Event description:
Caller states the pt tested "hi" (>600 mg/dl) on the inform system and 107 mg/dl on a lab drawn within 10 minutes. No treatment info provided. No adverse event reported. Requested return to suspect system and replacement was sent.